Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex embolization device and phenom 27 returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. The pipeline flex was returned outside the phenom 27 catheter. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition , the middle section of the braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. However, the catheter was found to be cut at ~150.7cm from distal end. The remaining proximal section of the catheter include the catheter hub was not returned for analysis. Therefore, any contributing factors could not be assessed. The catheter tip and marker band were examined; and was found to be flattened. No other anomalies were observed. ¿testing/analysis: the total length of the catheter was measured ~150.7cm. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal and middle section as the distal end of pipeline flex shield were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. However, the root cause for damage could not be determined. There is no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline failed to open in the distal end. The cause of the failure to open and the damage was undetermined. The middle section was placed in a vessel bend when it failed to open. Additional steps were taken by trying to increase or decrease tension, swinging to open the pipeline. No additional devices (resheathing, wire/catheter, or balloon) were required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used ped-425-30 to treat intracranial wide-necked aneurysm, and planned to deploy it at the end of the internal carotid artery. After the distal end was opened, it was found that the opening was poor; after the operator increased the tension, it still could not be fully opened. The surgeon continued to deploy the stent to the middle section, but the stent still could not open well. The surgeon retrieved the stent and deployed it again, but the distal end still could not open. The surgeon discovered through the perspective image that the distal/tip end of the stent was suspected to be damaged, so they removed the system and replaced the stent. After using the ped-450-25, the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery aneurysm with a max diameter of 1 1.82mm and a 6.82mm neck diameter. Landing zone: distal: 3.15mm and proximal: 4.33mm. Patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level was normal. The angiographic result post procedure showed the blood flow diversion effect was obvious, and the contrast agent was retained in the aneurysm.